Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cbd dilation procedure performed on (B)(6) 2021. It was reported that, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon could not hold pressure. Reportedly, the balloon was then removed and was visualized under endoscopic vision. The balloon was re-inflated and water was seen leaking from a pinhole. The same issue occurred with a second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.